Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported issue of clip difficult to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation it was noticed that the clip assembly was fully deployed and not returned. The control wire was separated per design. There was a kink in the control wire. It was also noticed that the over sheath was bunched and accordioned. Although failures were observed, problem as reported could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13668, 3005099803-2013-13669, 3005099803-2013-13670, and 3005099803-2013-13671 address these devices. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used during a procedure. According to the complainant, all four clips failed during the procedure as they did not attach and deploy. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13668, 3005099803-2013-13669, 3005099803-2013-13670, and 3005099803-2013-13671 address these devices. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used during a procedure. According to the complainant, all four clips failed during the procedure as they did not attach and deploy. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.